Event description:
The customer's mother reported via phone call that the customer's insulin pump alarmed button error. The customer had attempted to deliver a bolus when the numbers began rolling up. The customer's blood glucose was 181 mg/dl. While troubleshooting, the customer was unable to recall any significant events leading to the alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
No button error alarm noted. The up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. The insulin pump received with cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.